Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl (100 mcg/ml at v mcg/day), morphine (10 mg/ml at 2.001 mg/day) and saline via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was recently implanted and had been sore for the last week. The caller stated that they went to the healthcare provider (hcp) to get the pump filled for the first time and the doctor said it looked like it healed well. It was reported that during the refill the hcp did not know how to take saline out of the pump; the drug was added and was noted that the saline would be mixed with the drug. The hcp told the patient that he wouldn't receive any medication for 10-11 days (around (B)(6) 2019). It was stated that the caller did not want the hcp contacted. No further complications have been reported as a result of this event.